Event description:
It was reported that during a scheduled filter retrieval, the marker band on the introducer sheath moved proximally on the sheath by at least 2/3 of the way. The problem was identified while attempting to position the sheath which kept crossing the filter and going into the iliacs. The physician exchanged the device and another recovery cone was used successfully to retrieve the filter without any difficulties. There was no report of injury to the patient. Reportedly, the access site was pre-dilated with a 7f, then with a 9f and then the recovery cone introducer/sheath was advanced.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The removal system is in transit to the manufacturer. The event investigation is currently underway.